Event description:
The marketing evaluation unit reported that a patient was being treated with a periarticular proximal humerus plate following a dislocation due to a motor vehicle accident. The shaft of the plate was thick and sat off the shaft of the humerus at the tip of plate. No further information was provided.

Manufacturer narrative:
Device was used for treatment. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional information narrative: lcp periarticular proximal humerus plate was reported in error.

Event description:
This report is 1 of 1 for complaint # (B)(4).